Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years post implant of this 16mm pulmonary valved conduit in a pediatric patient, stenting of the valve was performed due to proximal conduit stenosis. Progressive stenosis of the conduit developed, and nine years and six months post implant of the conduit, it was explanted and replaced with a 20mm conduit of the same model. Upon explanting the conduit, it was noted that previously placed stent was flattened. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.